Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the solitaire fr revascularization device was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within a dispenser coil. The catheter used in this event was not returned and model and lot number were not provided. Therefore, any device analysis could not be performed, and compatibility could not be assessed, visual inspection/damage location details: no bends or kinks were found with the solitaire fr pushwire or marker coil. The stent was found still attached to the pushwire. Visual inspection showed no irregularities outside of the stent attachment zone. However, the proximal strut keyway was found to be bent. The stent non-working (tear drop) was appeared to be bent. The middle and working length struts were found to be in good condition. No other anomalies were observed. Testing/analysis: the finger markers were examined inside the introducer sheath and they were aligned properly. The solitaire fr r evascularization device could not be pushed out from within the introducer sheath as resistance was encountered. For further analysis the solitaire fr revascularization device was pulled proximally out from the introducer sheath. No damages were found with the int roducer sheath. The introducer sheath ID (inner diameter) was measured to be within specification. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿stent resistance/stuck in sheath¿ and ¿stent damage¿ were confirmed. The proximal strut keyway and stent non-working (tear drop) were found to be bent. No defect was found with the introducer sheath that would have contributed to the event. It is likely improper hubbing technique (overtightening of rhv) contributed to the event causing the damages found with the returned solitaire fr revascularization device if excessive force (pushing/pulling) is used against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a solitaire was stuck in the protective sheath and the sheath was damaged. The patient was being treated for an acute ischemic stroke. Vessel tortuosity was moderate. Stroke onset to reperfusion time 4 hours. The devices were prepared according to the instructions for use (IFU). The stent protective sheath was aligned with the end of the y valve, and pushed the stent. The stent couldn't be pushed into the microcatheter, and couldn't be taken out. Removed the y valve, and the protective sheath was damaged, and the stent couldn't be used. This was product quality problem. No patient symptoms were reported. Additional information received reported that the tip of the sheath was secured in the hub of the microcatheter during delivery. The rhv was secured during delivery as well.

Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs31011 rev. C as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within a dispenser coil. The catheter used in this event was not returned and model and lot number were not provided. Therefore, any device analysis could not be performed, and compatibility could not be assessed visual inspection/damage location details: no bends or kinks were found with the solitaire fr pushwire or marker coil. The stent was found still attached to the pushwire. Visual inspection showed no irregularities outside of the stent attachment zone. However, the proximal strut keyway was found to be bent. The stent non-working (tear drop) was appeared to be bent. The middle and working length struts were found to be in good condition. No other anomalies were observed. Testing/analysis: the finger markers were examined inside the introducer sheath and they were aligned properly. The solitaire fr r evascularization device could not be pushed out from within the introducer sheath as resistance was encountered. For further analysis the solitaire fr revascularization device was pulled proximally out from the introducer sheath. No damages were found with the int roducer sheath. The introducer sheath ID (inner diameter) was measured to be within specification. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿stent resistance/stuck in sheath¿ and ¿stent damage¿ were confirmed. The proximal strut keyway and stent non-working (tear drop) were found to be bent. No defect was found with the introducer sheath that would have contributed to the event. It is likely improper hubbing technique (overtightening of rhv) contributed to the event causing the damages found with the returned solitaire fr revascularization device if excessive force (pushing/pulling) is used against resistance. (Nikkhs2 2022-06-26). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.